Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was jammed. A field service engineer found medication was jammed between retractor band and drawer controller board, removed medication jam to resolve the issue. Reseated row board cables reassembled drawer, connected the bus cable and powered up station. Logged into hardware test application and tested drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus, and both 4west main drawers 5.1 and 5.2 displayed a device not detected on bus error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.